Manufacturer narrative:
H6: additional method code: 4110. Corrections in d4: lot number, d9, g1, and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. X-ray images were provided that confirmed device migration. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2023-00296.

Event description:
It was reported that a patient showed symptoms of pain half a month after the initial surgery. An x-ray revealed the closure top and screw on the right side of the l5 construct had migrated. A revision was performed to replace the closure top and screw. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient showed symptoms of pain half a month after the initial surgery. An x-ray revealed the closure top and screw on the right side of the l5 construct had migrated. A revision was performed to replace the closure top and screw. This is report one of two for this event.